Event description:
It was reported that a malfunction occurred on the pump. Blood glucose level was reported to be within a normal range and did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.